Event description:
It was reported to philips that the device failed the op check. The customer requested that the device be returned for bench repair. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The customer was advised to replace the capacitor to return the device to working condition, however the customer declined and the device was returned to the customer. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device did not pass operational test. There was no patient involvement.